Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported by the patient that the clinic had not received a transmission and all the lights on the monitor were flashing. The patient was advised to disconnect the power cord from the monitor and the wall outlet. The patient stated that the power cord in the wall outlet was very hot to the touch to where it almost burned the patient¿s fingers. When the patient reconnected the power cord the green power light came on. The patient did a push to update and the monitor lights would not go to the phone side. Only the first two lights came on and then the monitor turned off. The patient tried a transmission and the start/stop button did not respond. The patient was referred to the clinic for a replacement and is returning the monitor. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the power adaptor was out of electrical specification.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.